Event description:
It was reported during a left ventricular outflow tract (lvot) ablation procedure, using a therapy cool flex ablation catheter, a pericardial effusion occurred. A non-sjm catheter was placed in the coronary sinus and a sjm jsn catheter was placed in the right ventricle. The physiologist inserted the cool flex catheter using a retrograde approach; therefore, no transseptal puncture was performed. The physician successfully performed the ablation and was waiting to confirm that no electrical impulses originated from the lvot. During this waiting period, the pt complained of slight chest pain and blood pressure dropped. The physician performed an echocardiogram and confirmed a pericardial effusion in the left atrium. A pericardiocentesis was preformed, the effusion was stopped, and the procedure was aborted. The pt was instable condition with no further surgical intervention required.

Manufacturer narrative:
The device was not available at sjm; therefore, a physical evaluation of the product could not be performed. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification for the reported pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.